Manufacturer narrative:
Sorin group (B)(4) manufactures the xtra disposable. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that samples taken from blood processed using an xtra autotransfusion device showed hemolysis. There was no report of patient injury. A report against the equipment was filed under medwatch number 9611109-2015-00383. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that samples taken from blood processed using an xtra autotransfusion device showed hemolysis. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the xtra disposable. The incident occurred in (B)(6). (B)(4). Sorin group received a report that samples taken from blood processed using an xtra autotransfusion device showed hemolysis. There was no report of patient injury. A report against the equipment was filed under medwatch number 9611109-2015-00383. The device was not returned to sorin group for investigation, but an investigation was performed by the customer. Follow-up communication with the customer has revealed that the reported issue was unrelated to the xtra autotransfusion device and the disposable. A pathologist analyzed the cell saver blood and was able to rule out any issues with the blood. After a full investigation, the facility concluded that the issue experienced by the patient was not related to cell salvage. A review of the DHR was unable to identify any concessions, deviations or non-conformities relevant to the reported failure. No trends was identified for this type of issue; this is the first report of potential correlation between hypotension and the use of the xtra machine and disposables. Sorin group (B)(4) will continue to monitor the market for trends related to this issue. Investigation performed by customer.